Event description:
The company representative reported that the impedance during the replacement was always about over 1,000 ohms (within normal limits) and not high, above 10,000 ohms. No further relevant information has been received to date.

Event description:
An implant card was received for the patient that stated their generator was replaced due to end of service. The implant card also indicated that high impedance was detected on the patients generator. Communication from the company representative reported that during the replacement surgery the newly implanted generator had high impedance measured a few more times. It was reported that the impedance value was then within normal limits. No known surgical intervention has occurred with the suspect product (lead) to date. Return of the explanted generator is not expected to date. No other relevant information has been received to date.